Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting a lack of capture and when examined, it was found to have dislodged. The dislodgment was confirmed with x-ray imaging. A new device was implanted. No additional patient effects were reported.